Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred around arterial cap. The leak was visually observed. The machine alarmed. Estimated blood loss was 200 cc's. Patient had no adverse effects and no medical intervention was required. Sample has been discarded. The patient completed treatment using a new set up.